Event description:
It was reported that the right atrial (ra) lead was not successfully implanted due to an unknown reason. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).